Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right castor is bent. Provider states the wheels are small and hard to push on the sidewalk. Provider is not aware of how the castor became bent. The caller has no further information to provide. Patient weight (B)(6).